Event description:
It was reported that "20 seconds" into the novasure endometrial ablation, the patient experienced "bradycardia" (heart rate unknown). There was no treatment done to the patient and the ablation was completed successfully. On (B)(6) 2012, it was reported that the procedure was completed and the "patient was fine." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. We have been unable to obtain additional information surrounding this event. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).